Manufacturer narrative:
The device involved in this event will not be returned for evaluation and possibly remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration of the afx device is unknown.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft. The date of the initial procedure is unknown; per the user facility medwatch report (mw5110134) there was a device failure known issue with fabric tear of an implanted endologix device which reportedly, resulted in a ruptured abdominal aortic aneurysm (aaa). No further information was provided.

Manufacturer narrative:
This event is no longer reportable as it is a duplicate of MFR. Report # 2031527-2022-00175.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft. The date of the initial procedure is unknown; per the user facility medwatch report (mw5110134) there was a device failure known issue with fabric tear of an implanted endologix device which reportedly, resulted in a ruptured abdominal aortic aneurysm (aaa). No further information was provided. Additional information received from initial reporter that events captured per MDR report # mw5110134 (MFR. Report # and MDR report # mw5110135 (MFR. Report # 2031527-2022-00175) are for the same patient/event. Therefore, the event will continue to be investigated per MFR. Report # 2031527-2022-00175, and the event to this MDR (MFR. Report # ) is no longer reportable.